Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a torn clip introducer. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted without issues. The clip delivery system (cds) was attempted to be inserted into the sgc, but resistance was felt. The cds was removed and after removing the clip introducer (ci), it was noticed that a portion of the blue material on the ci had and torn off. The cds was not used and was replaced. One clip was then implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All information was investigated and a cause for the difficult clip delivery system (cds) advancement cannot be determined. It is possible that it was related to user technique; however, this cannot be confirmed. The damage to the clip introducer (ci) was likely a result of difficult cds insertion. There is no indication of a product issue with respect to manufacture, design or labeling.